Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was worn and the presence of fluid ingression. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The investigation determined that the cause of the issue was the main board was damaged from the fluid ingression. The main board and downstream occlusion sensor were replaced to resolve the issue.

Event description:
It was reported that the pump alarms no cassette recognition during operation. There was unknown patient involvement.